Event description:
It was reported that the patient presented in clinic experiencing discomfort. It was observed that the left ventricular (lv) lead was inducing extra cardiac stimulation upon the patient. The lv lead was capped and replaced, resolving the issue. The patient was stable.